Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Annex code c and d updated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse used 4 known good sterile adapters and instruments on universal surgical manipulator (usm) 3. The fse found usm 3 was in good working order and unable to replicate issue. Electrical and mechanical adjustments made to correct reported problem. Isi has not received the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument disconnected from the universal surgical manipulator 3 (usm3) on its own. The technical service engineer (tse) advised the customer to reseat the instrument and sterile adapter, the customer stated that they were currently using the usm3 without issues and chose not to reseat the instrument at the time. The procedure was completed with no reported injury.